Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: only a piece of the device was received. The tubing was cut on either side of the cuff. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut tubing near the cuff may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, patient presented with a leaking dialysate at the exit site of the catheter. Surgeon exteriorized the tunnel to expose the peritoneal dialysis catheter, he then clamped the catheter between the cuffs and injected saline into the port, saline shot out of a hole distal to the subcutaneous cuff of the catheter. Catheter was leaking in the sub cutaneous tunnel between the two cuffs. Surgeon proceeded to repair the segment by cutting the catheter just beyond the hole, connected the titanium connector from the presternal kit, connected a new segment of catheter from the presternal kit and created new tunnel with the faller tunneler. It was stated that there was no infection at the exit site and sterile gauze with tegaderm was utilized as wound dressing. There was no patient injury.